Event description:
At 72-hour follow-up there was no thrombus. At a 3-week follow-up post procedure a thrombus was detected in soleal vein, extending up to and perhaps into popliteal vein. The pt was asymptomatic. During the procedure 3 different perforator veins were treated. The pt was placed on anti-coagulation therapy. The pt was on a long airplane flight some time prior to the 3-week follow-up. It is not known if this dvt is caused by the procedure, or by the air travel, or some combination of the two.